Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-10190. It was reported the pt (B)(6) lost stimulation. When the extension was disconnected from the main lead, impedances tested within normal range. Additionally, it was reported that the lead extension had partially pulled out of the ipg. It was noted the extension wires appeared to be broken at the extension header. The lead extension was explanted and replaced, which resolved the reported issue. Stimulation was restored post-operatively. Please note: additional device information was requested; however, no further information was available at the time of this report.